Event description:
The surgeon attempted to implant a silicone three piece lens but it broke while being inserted. The lens was partially implanted and removed with no patient injury. The nurse stated it was unknown as to why the lens broke. The surgeon used forceps, not a cartridge and injector, to fold and implant the lens.